Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, dilatation was performed and the tech felt a pop when inflating the balloon at 3 atm (18mm). It was reported that no piece of the balloon was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found that the catheter was kinked. Functional inspection found that the balloon was not able to hold the pressure due to a pinhole in the balloon, located approximately at 80 mm from the tip of the device. Microscopic evaluation shows evidence of a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The returned balloon was found a pinhole in the balloon, located approximately at 80 mm from the tip of the device. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Additionally, the catheter kinked could have been generated due to exposure to mechanical stresses typically associated with procedural or operational factors as physician's manipulation and technique during the procedure. Therefore, the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of "balloon burst" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, dilatation was performed and the tech felt a pop when inflating the balloon at 3 atm (18mm). It was reported that no piece of the balloon was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.